Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute integrity rx drug eluting stent to treat a moderately tortuous and calcified lesion located in the mid right coronary artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent deformation occurred during positioning/advancement. It was reported that the stent caught on the guideliner during advancement. Patient status post-procedure is alive with no injury. The procedure was completed with a stent of the same size.